Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. All available information has been provided. This report is related to emdr 337571.

Event description:
During a site visit, unspecified error codes were reported. No additional information is available.